Event description:
It was reported that during a pta/stenting treatment procedure, the proximal end of the guidewire was too thick. Due to the thickening a lot of friction was felt while introducing a wallstent. The pt was asymptomatic during this event. The lesion being treated was on 80% stenotic lesion in the iliac artery. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'fine'. Same as manufacturer report #6000130-2004-00040; 6000130-2004-00042.